Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During routine follow-up on a separate event, medical records were received for this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy. In the records, it is documented that the patient was hospitalized for unknown reason and discharged (B)(6) 2018 to a rehabilitation facility. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
...

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer. The serial number is unknown. A review of the serial number history could not be performed.